Event description:
It was reported that the patient experienced a reduced ability to charge the implantable pulse generator (ipg) over the past few years. Therefore, the patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively. The device was retained by the medical facility and will not be returned.